Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Patient called regarding the recall for the lfit v40 femoral head of which he went to the surgeon for an MRI and bloodwork which shows elevated chromium levels. May need revision surgery in the future and has to go back to the doctor in another 6 months for testing.

Manufacturer narrative:
An event regarding elevated ion levels involving an accolade tmzf stem was reported. The event was not confirmed. Device evaluation and results: visual, dimensional, and functional inspection were not performed as the item was not returned. Medical records received and evaluation: ¿based upon the information available for review there is no evidence of current or impending clinical problems relating to the implants received by the patient in this case.¿ device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the exact cause of the event could not be determined at this time. There were allegations of elevated ion levels based on the patient¿s call regarding the lfit v40 head. Stryker orthopaedics confirms the 36/plus-5 v-40 lfit head used in this case was subject to a voluntary recall. The clinician¿s review noted, ¿based upon the information available for review there is no evidence of current or impending clinical problems relating to the implants received by the patient in this case.¿ product surveillance will continue to monitor for trends.

Event description:
Patient called regarding the recall for the lfit v40 femoral head of which he went to the surgeon for an MRI and bloodwork which shows elevated chromium levels. May need revision surgery in the future and has to go back to the doctor in another 6 months for testing.